Event description:
It was reported that this right atrial (ra) lead had triggered many device red alerts over the past five years due to low out of range pacing impedances less than 200 ohms. There were also observations of noise that was causing inappropriate atrial tachy response episodes. The lead remains in-service at this time. No adverse patient effects were reported.